Event description:
Medtronic received information that during sizing in preparation for the implant of this bioprosthetic valve, the previously implanted rvot conduit sustained a rupture or dissection. No mdt product was in the patient at the time of the rupture. The patient was treated with use of a covered cheatham platinum stent (ccps) prior to the implant, and the rupture/dissection resolved. Following this, a melody transcatheter pulmonary valve was placed. Additional information was received that fluoroscopy at 6 months post-melody implantation showed a single type I stent fracture of the covered cp stent and no visible fracture of the melody stent with mild compression in the antero-posterior dimension of both stents. There was a mild residual conduit/melody valve stenosis also noted. At 35 months post melody implant, fluoroscopy showed significant compression of the melody valve in the antero-posterior dimension and multiple type 2 stent fractures and one type 3 stent fracture with an embolized segment thought to be in the apex of the right ventricle. This is a (B)(6) patient with a double outlet right ventricle, pulmonary atresia status post initial shunt and subsequent rastelli procedure with a 16 mm conduit placed in 2001.

Manufacturer narrative:
Product analysis: no product was returned. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion:echocardiographic review by a clinical expert confirmed the reported stent fractures and the compression that appeared to lead to the significant conduit obstruction. It was also noted that it was difficult to distinguish the cp covered stent from the melody valve stent or to identify clearly which fractured elements were associated with which stent. The stents are reported as concentric, with almost complete overlap, neither being appreciably more proximal or distal. At this time, the single embolized stent fragment appeared to have no clinical significance according to the echo review. Echo review was unable to determine which stent the fragment embolized from. Based on all information gathered, the implant location appears to have contributed to the clinical observations. Echocardiographic review confirmed that the 2 concentric stents (cp covered stent and the melody) of identical radioopacity in the anterior central chest were just behind the sternum. As reported, prior to the report of the melody stent fractures, the patient¿s cp stent also showed a single type I stent fracture. Based on clinical data and literature review, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause to the stent fractures is not determined as no product was returned. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed a 5.3 cm section of the native valved conduit with the melody and other devices in place. The reported covered cheatham platinum stent (ccps) was observed. Stent fractures were observed along the inflow struts of the melody valve. All leaflets were stiff but slightly flexible except where host tissue and/or mineralization extended on the inflow and outflow. Tissue deterioration due to contact with mineralization was observed on two cusps. Small tears are observed on two commissures. The third commissure was adhered to the conduit wall but was intact prior to host tissue overgrowth. Pannus lined the native conduit along the inner lumen on the inflow and outflow, extending slightly over the tops of two inflow struts and onto the top of one commissure. Pannus on the inner lumen of the native conduit covered clusters of mineralization on the inflow. Radiography showed mineralization along the wall of the native valved conduit. Two stent fractures were present on the outflow however, due to the mesh of stents, the visible stent fractures noted in the receipt condition could not be observed in the radiograph. Conclusion: the analysis noted stent fractures along the inflow struts of the melody valve. Pannus and mineralization were also observed, which are known failure modes for bioprosthetic valves. Overall, the cause of the stent fractures was conclusively not determined. (B)(6). (B)(4).